Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode over-sensed noise resulting in two untreated episodes. Technical services reviewed available device data, noting inappropriate shocks in december 2022, also due to noise oversensing, while the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed in a different vector. Troubleshooting recommendations were provided. Besides the inappropriate shocks, no other adverse patient effects were reported. This electrode remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this electrode over-sensed noise resulting in two untreated episodes. Technical services reviewed available device data, noting inappropriate shocks in (B)(6) 2022, also due to noise oversensing, while the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed in a different vector. Troubleshooting recommendations were provided. Besides the inappropriate shocks, no other adverse patient effects were reported. This electrode remains in service.